Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent thrombosis and pt death occurred. The pt presented emergently with chest pain. Thrombosis was diagnosed angiographically in the proximal left anterior descending (lad) artery. The pt was believed to be medication compliant. The thrombosis was treated with four non-bsc stents. Pt status reported as "fine". Post the procedure, a pt death occurred. The pt was "very sick, had copd, and was on coumadin". Additional info was requested but not provided.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. An analysis of the complaint device may have aided in root cause determination. A review of the mfg records related to the batch that produced the complaint device was not possible because the batch number is unk. The most probable root cause is considered anticipated procedural complication.